Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed a minute particle of cured silicone within the shell causing outer shell failure and deflation.

Event description:
Deflation resulting in explantation of implant.